Manufacturer narrative:
This is an initial final report. This complaint was received via user report and has been reported to FDA. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported that they received a recall notification regarding the adc device. The customer did not state that she noted any issues or deviations with her device, nor did she report of an adverse event or third-party intervention related to her device. Adc customer service attempted to contact the customer 3 times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.